Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance with suspending insulin delivery. At the time of the reported event, tandem technical support verified that the requested bolus had been fully delivered. Blood glucose was 74 mg/dl. During troubleshooting, the customer reported having accidentally entered 40 grams instead of the intended 30 grams and delivered a bolus of 11 units. The customer acknowledged the user error and verified pump was functioning as intended.